Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 263 mg/dl. Customer was able to rewind the insulin pump and able to rewind the insulin pump. The customer had high blood glucose level with over 300 mg/dl. Blood glucose level. The insulin pump will be returned for analysis.